Manufacturer narrative:
The device was returned to the plant containing approximately 232 ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye shows no signs of blockage or physical abnormality that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume infusor. The event was discovered during use by a patient. The device was filled with an unspecified medication. There was no patient injury or medical intervention associated with this event. No additional information is available.